Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and hardware low level failure alarm. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer stated they were able to clear the alarm. Customer was performed self test and it was passed. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the all button was not working and then they will all start to work and then stop again. Customer declined troubleshooting. The insulin pump will not be returned for analysis.